Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the motor did not start to fill the tubing but did go to next and she was able to fill cannula to fill the tubing. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.